Event description:
The customer reported that she was treated by the ambulance due to high blood glucose levels. The customer had been experiencing blood glucose levels between 400 and 500 mg/dl for a few days prior to the event. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.